Event description:
It was reported that on (B)(6) 2015, the patient began having trouble walking, lost feeling, and the patient went to the emergency room (ER). At that time they did not know if this was due to a stroke, tumor or the implantable neurostimulator (ins). The patient had not used the device in more than a year and then started having back spasms, which started last month, and these spasms were not responding to medication. Then the patient had gone in for an MRI scan at a hospital and afterwards he could no longer walk and shaking of legs. It felt like the ins was on, which he did not feel before. He had weakness from the waist down right where the stimulator was. A technician evaluated the device and she was unsure whether it was on or off. She advised having the entire apparatus removed. The patient was advised to consult with a neurosurgeon to discuss his options. The cause of the event was not determined but it w as device related. They were unable to determine if the device was actually functioning. On (B)(6) 2015, there was an overstimulation sensation. Somehow the stimulation was turned too high. They went to a neurologist and they were told to turn stimulation off to see if the ins was malfunctioning and or rule out tumor or stroke. The patient went to the ER and on one had any equipment to turn it off. The vibration was so hard that if they placed a cup on his knee it would shake and fall off. Stimulation was too strong, hard and fast and they did not know why. No one increased it as he no longer had a managing physician for this device. The patient had a previous stroke that only affected his arm and they performed tests to rule out stroke as being the cause of his leg issues. They told the patient that this was not stroke related. Stimulation was so strong his leg muscles had reached muscle exhaustion. The muscles were so tight and tense he could not walk and he was in a wheelchair. He could not stand up straight or stand at all. Since this issue started 3 weeks ago, he had fallen a number of times and was bruised from it. He always ¿rolls left¿ away from his implant when he fell. The pain was so bad he could not sleep or eat. The patient tried to turn stimulation off with a new patient programmer (pp) he received; the previous pp was lost. The indicator light was still showing green indicating it was on. The patient removed the batteries and pressed each key in the case of a stuck key. The battery was replaced and still the stimulation could not be turned off. The patient thought ¿the guts of the implant were fried¿ and he heard his device was recalled in 2007. The patient was advised to coordinate with his physician to get stimulation turned off. 2 days later it was reported that the patient took his pp to his healthcare provider (hcp) and it still would not turn therapy off. If he placed his hand on his knee or ankle he could feel the buzz. He still could not walk and the ins was ¿on full blow or implant was fried or something¿ because he could not turn stimulation down or off and the hcp could not turn it off. The hcp was going to be removing the ins next week because the hcp was that concerned. The patient needed someone today to turn the ins off because he could not sleep or eat or use the restroom. The patient had been to the hospital twice because of the pain stimulator. He had a catheter for weeks. It was noted that nobody told him the device was on recall and he could tell because of the manual that he received was for a new unit which was for 2007 and there was a new unit with more buttons. The ins was ¿on blown¿ and it was flexing his muscle in the legs and the brain and it was ¿completely backwards¿ and he could not walk and because he would fall on his face, he would have to go to the hospital. It was also noted that the hospital told him that the ins was a recall. It was later reported that they could not read the ins with the clinician programmer (cp) at all, but the patient felt like the ins was on. They also could not communicate with the ins using the pp, and the patient had already received a replacement pp. The rep took out the battery in the pp and they did not see the lights come on when the battery was placed in the pp but the 9v light was green when they pressed the off button. The patient had not used the ins for more than a year. The patient could not remember seeing blinking lights on the pp as it had been more than a year ago. They could not turn off the ins as the suspected it was already dead.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3887-33, lot# j0012656v, implanted: 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
Additional information received reported that MRI guidelines were requested because the patient needed an MRI of the spine. The reason for MRI was related to the device therapy. The device was causing the patient not be able to walk. The patient could not walk right now. A healthcare provider (hcp) ordered the MRI. It was noted that since they moved the patient did not have a managing device hcp.